Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false negative result with the ID now covid-19 assay performed on an unknown date on a copan swab in viral transport media. The exact number of patients involved was not specified. It is unknown if repeat or confirmation testing was performed. The customer stated the patient was symptomatic and reported a scan suggested positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1022441 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1022441, test base part number 190-430 / lot 1022441. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022441 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
Additional information received from the customer identified there were four (4) patients related to this event. Patient demographics were not provided. Confirmation testing: (1) thermofisher target s negative and 2 targets n and o positive; suggestive scanner (3) mobidiag test 2 targets / 2 positive. The investigation is still in progress. A supplemental report will be provided after completion.